Event description:
It was reported that the core micro drill heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly of the device, corrosion was observed in the motor assembly. The presence of corrosion in the motor assembly is likely to cause or contribute to the device overheating.